Event description:
It was reported that a spectrum infusion pump did not sense a closed door while in the medical/surgical care area. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom does not sense a closed door. The eval found that the device alarmed door not fully latched, which corresponds with the reported symptom, determined to be caused by a loose upper link screw. The link screws were replaced to correct this condition.